Manufacturer narrative:
An investigation was performed on retention and returned product from the reported lot number. Retention and returned product were tested with hcg-negative clinical urine samples. Results were read at 3 and 4 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Case details indicate that the result was read right after the test was performed and again at 10 minutes. Per the package insert, the result should be read at 3-4 minutes when testing urine specimens. Furthermore, this device provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Alere (B)(4) will continue to monitor this issue through incoming complaints.

Event description:
On (B)(6) 2019 the patient presented to the facility for an iud insertion. The patient's urine was tested on the fisher sure-vue hcg-stat srm/urine (30t) kit and a positive result was obtained. The same urine was retested using another kit of the same lot and obtained a negative result. Confirmatory testing was not performed. Customer states that the iud insertion was not delayed and was inserted on the same day. No adverse patient outcomes were reported. Additionally, it was elective procedure and no subsequent harm was reported. There is no information to suggest a serious injury.